Event description:
It was reported that asymmetric lens vaulting occurred approximately 6 weeks post implant. Yag was performed but did not resolve the issue. Iol repositioning is planned, with possible explantation. According to the surgeon, the event was due to capsular contraction syndrome.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.